Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 2.50 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage with the strut damaged in the mid section of the stent. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft.

Event description:
Reportable based on device analysis completed on 09-feb-2022. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery. After pre-dilatation, a 2.50 x 24mm synergy xd drug-eluting stent (des) was advanced to treat the lesion. However, during the procedure, resistance was encountered and the device failed to cross the lesion. The device was removed and the procedure was completed with a shorter 2.5 x16 synergy des. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 2.50 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage with the strut damaged in the mid section of the stent. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft.

Event description:
Reportable based on device analysis completed on 09-feb-2022. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery. After pre-dilatation, a 2.50 x 24mm synergy xd drug-eluting stent (des) was advanced to treat the lesion. However, during the procedure, resistance was encountered and the device failed to cross the lesion. The device was removed and the procedure was completed with a shorter 2.5 x16 synergy des. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.